Event description:
The account alleged that the bed exit was not alarming loudly enough. No injury reported.

Manufacturer narrative:
The technician installed an external buzzer kit to resolve the issue.